Event description:
Legal case ¿ USA (mdl no. (B)(6)). It was reported via legal documentation that approximately 178 months after a left total knee replacement procedure, the patient has experienced prosthesis wear. No further issues or complications were reported. No additional information is available. At the time of legal notification, a revision procedure had not been performed. The serial number (B)(6) is confirmed to be a part of recall number: z-0021-2022.

Manufacturer narrative:
Concomitants: 1402236 02-010-01-0240 - logic femoral ps cem left sz 4. 1575736 02-012-41-4040 - logic tibia traptray cem sz 4f/4t. 1608684 200-02-35 - three peg patella 35mm. The product associated with the reported event is within the scope of recall z-0021-2022; however, there is insufficient information to evaluate whether the subject issue of the recall was a cause or contributor to the reported event. The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.